Manufacturer narrative:
D9): the device was returned to the manufacturer on 04 jan 2022. G3): the device was evaluated on 06 jan 2022. H3): device evaluation: the device was returned to the manufacturer and evaluated by a cross functional team. The device was returned with the working length broken off from the device, just distal to the bifurcate handle. At the proximal end of the working length, fibers were broken and exposed. The outer jacket was twisted and appeared ripped apart due to the jagged appearance of the outer jacket edges. There was a kink in the outer jacket, seen 2 inches from the distal tip, no breach to the outer jacket was seen in this area. Looking at the bifurcate handle, broken fibers were seen exiting out the top of the bifurcate handle through the seam. The twisted outer jacket had jagged edges indicating the device''s working length was twisted to the point of fibers and outer jacket breaking and eventually the working length disconnecting from the rest of the device. This is determined to be a use related failure.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to nonfunction. Both of these leads had been cut (at the level of the ra) by a surgeon in a prior open heart procedure (the leads were cut and listed inactive on (B)(6) 2020). For the lead extraction procedure, both of the leads were prepped with a cook medical liberator tip locking device, to provide traction. A spectranetics 13f tightrail rotating dilator sheath was used, and the physician advanced over the leads, followed by a spectranetics 16f glidelight laser sheath, and back to the 13f tightrail device. During its use in the procedure, the 16f glidelight device broke where the catheter connects to the laser sheath ''hub'' and exposed fibers were observed, outside of the patient. The cause of the break was reported to be from torquing the catheter. While removing the final lead (unable to determine lead location since both leads had been previously cut) and while the 13f tightrail device was in use, the patient's blood pressure dropped then stabilized. The physician noted there was higher pressure blood loss from the pocket, and the patient's mediastinum looked slightly enlarged. An arteriogram was performed, and a arterio-venous (av) fistula was discovered (MDR 1721279-2021-00226). Interventional cardiology, vascular surgery and cardiothoracic surgery joined the physician to strategize the best repair option for the patient. It is unknown what access was used to intervene, but dissections of both the left carotid and innominate arteries, along with perforation of the innominate vein, were successfully repaired. The patient survived the procedure. This report captures the unintended radiation exposure from the 16f glidelight device in use, potential for harm. The broken glidelight device is unrelated to the injuries that occurred during the procedure.

Manufacturer narrative:
Patient's weight unk. Other relevant history unk. The device was not returned to the manufacturer, thus no investigation could be completed.